Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low as well as high blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. Customer stated that she's running low blood glucose thinks that it's because of the changes that were just made to the basal rates. Customer stated that sometimes her blood glucose would register high and wouldn't show her a number and when she checked her monitor it would be 457 mg/dl. The device will not be returned for analysis.